Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). The OEM reported that since the device was not returned for evaluation the root cause for the reported event cannot be determined. However, it was determined that there was no shortage because we checked the items related to the indicated phenomenon in the attached document of the instruction manual. It is believed that the reported event was caused by the influence other than the equipment because we cannot confirm the defect in the actual product. Most likely user error. The customer reported " we checked the performance of the equipment at the site and confirmed that there was no problem.¿ as a result, the OEM performed a DHR review and there was no abnormality found.

Manufacturer narrative:
The high flow insufflation unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. The cause of the reported event cannot be determined. Please reference related MFR. Report: 8010047-2019-03215 to account for the first case.

Event description:
The service center was informed that the user facility experienced intraoperative and postoperative complications with three cases due to the lack of a sufficient surgical field. The facility reported that during the second case while performing a sleeve gastrectomy the user experienced difficulty with visualization, which caused an impaired dissection. As a result, the patient postoperatively developed a fistula. The patient¿s course of treatment and current condition is unknown. This report is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to report additional information. Additional information received from the user facility states that required intervention was necessary; however, the patient was not admitted to the hospital for an extended period. No gas leak test performed on the uhi-4 prior to the procedure. No lubricate was used on the equipment/hose connections. No alarms were noted. The gas cylinder was not confirmed to be closed prior to pressing the start switch. The obl team requested to sp product specialist to investigate the problem at the customer. He saw three procedures, in which the equipment did not present any problem. The equipment function in total capacity and did not presented any flaws.